Event description:
It was reported during an implant procedure on (B)(6) 2022, the implantable cardioverter defibrillator (ICD) presented with loss of bluetooth telemetry. Only wand telemetry was available. It was also noted there was a delay in signal transmission with the device. No changes were reported, the physician waited for wand telemetry to connect and implanted the same device to successfully complete the operation. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.